Event description:
The safety cover fell off the device after being used on the patient. Reportedly, the cover fell off when the physician picked up the device. Staff reported it was "like it was never locked and couldn't be locked". No harm occurred, but this left the blade exposed.